Event description:
It was reported the antenna on the monitor shocked the patient. It was also reported the monitor did not send the transmission and during the process it ¿kept dialing out.¿ additionally, when the start and stop button was pressed, the monitor did not respond and the power light flashed. The monitor will be replaced. The monitor at issue is expected to be returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the monitor was returned and analyzed. Analysis revealed no defect was found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.